Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference#: (B)(4).

Event description:
It was reported on 04/28/2026 that dr. (B)(6). Stated that a glidewell abutment failed. On (B)(6) 2025, the 66-year-old, male patient presented for implant placement on tooth position #5. The patient presented on (B)(6) 2026 for a follow-up to do permanent cement on crown, and it was reported that there was a loose crown. The implant was removed but date of explant was not reported. There was no permanent injury to the patient and the implant site was not infected. The patient's current status was reported as "good".